Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the wireless footswitch could not be used during the procedure. The system was in clinical use. The procedure was completed using the wired footswitch. The wireless footswitch intermittently lost wifi and did not connect to its base station. When the base station or footswitch was in error mode, it blocked x-ray switching functions by means of the wireless footswitch. The connection failure in the wireless footswitch was resolved with a software update and released through fco72200497. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that wireless footswitch intermittently lose wi-fi. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch loses signal intermittently. Troubleshooting actions showed a problem with the wireless footswitch.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.